Manufacturer narrative:
Qn#(B)(4). The facility has communicated that the device is not available for evaluation. The manufacturer will continue to monitor and trend related events.

Event description:
The surgeon was using the applier in a robotics case and the jaws would no longer open and close. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). This instrument was not returned for evaluation and lot information has not been provided, therefore we are unable to determine where and when it was produced or perform a thorough DHR review at this time. Since the instrument was not returned for evaluation and pictures were not provided we are unable to validate this complaint or determine root cause at this time. All instruments are thoroughly inspected and function tested at time of manufacture. No corrective action required at this time.

Event description:
The surgeon was using the applier in a robotics case and the jaws would no longer open and close. The patient's condition was reported as fine.